Event description:
It was reported that during device check, post-paced t-wave oversensing was observed. Programming changes were recommended. Patient condition was unaffected by this event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the post-paced t-wave oversensing recurred. Programming changes were made. No adverse consequences for the patient.